Manufacturer narrative:
510k/PMA#: eua(B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use the bd veritor ¿ sars-cov-2 & flu a+b gave discrepant results. This is a report of a single occurrence. The results were told to patient as they are present. Fatal error of instrument occurs. The following information was provided by the initial reporter: got this complaint from bd rep "meghan collar." She states that customer reports discrepant results on flu b , triplex assay...I called the customer and the she complaint that veritor analyze is not functioning properly comparing with another veritor analyzer they have, when I asked her to run the vc she turned on the analyzer and gave error 08.

Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges discrepant results when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1356800. Bd quality performs a systematic approach to investigate discrepant results complaints. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently no adverse trend for discrepant results was identified. Bd quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that during use the bd veritor ¿ sars-cov-2 & flu a+b gave discrepant results. This is a report of a single occurrence. The results were told to patient as they are present. Fatal error of instrument occurs. The following information was provided by the initial reporter: "got this complaint from bd rep " (B)(6) ". She states that customer reports discrepant results on flu b , triplex assay...I called the customer and the she complaint that veritor analyze is not functioning properly comparing with another veritor analyzer they have, when I asked her to run the vc she turned on the analyzer and gave error 08."